Event description:
The initial reporter received questionable ise indirect gen.2 k results for one patient tested on a cobas c 501 module. The patient's initial k result was not reported outside the laboratory. The customer performed repeat testing with the patient's sample. The patient's initial k result was 6.77 mmol/l with a data flag. The patient's repeat k result was 4.50 mmol/l. The k electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer performed a hardware check by precision testing and the affected sample was tested 10 times and the results were acceptable. He performed calibration and qc and had acceptable results. He reviewed the alarm trace and did not find any sampling errors for the affected sample. He did find abnormal probe sucking errors at random times on the date of the event. He performed a visual inspection of the sample and found fibrin inside the sample. The investigation is ongoing.

Manufacturer narrative:
It was reported the patient's sample had a clotting time less than 30 minutes. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.